Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent an explant procedure of the ipg.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.